Event description:
It was reported by the customer that on (B)(6) 2010, there was a bright flash and the fiber tip blew at 3,089 joules. No pt injury was reported. The device was not returned for eval.